Event description:
A report was received via social media that the patient had blisters in the back and the stimulation was causing more pain when it was on. The patient had to go to the emergency room and then underwent an explant procedure.